Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported when the control device was started at the time of the case preparation, received a message saying, "I failed the self-diagnosis. Replace the control unit immediately.". Replaced with a spare control unit. There was no patient harm.

Manufacturer narrative:
D6b. Explantation day, month and year added.

Manufacturer narrative:
D6b. Explantation day, month and year added.

Manufacturer narrative:
Added d3 manufacturer fax was omitted during initial report. Updated d9 device returned to manufacturer. Updated h3 device evaluated by manufacturer to "yes". H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The root cause of the ¿system self check failure¿ was due to a power management circuit board component failure.